Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2011. According to the complainant, the patient claims that she has been experiencing chronic back and vaginal pain since having the procedure. Gabapentin was prescribed for the pain. The patient also stated that she was treated for a yeast infection. Additionally, a tissue culture performed on an unknown date revealed klebsiella pneumonia. Antibiotics were prescribed, however, did not resolved the pain. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2011. According to the complainant, the patient claims that she has been experiencing chronic back and vaginal pain since having the procedure. Gabapentin was prescribed for the pain. The patient also stated that she was treated for a yeast infection. Additionally, a tissue culture performed on an unknown date revealed klebsiella pneumonia. Antibiotics were prescribed, however, did not resolved the pain. An additional attempt has been made to obtain follow up event details with no response from the clinician.